Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2002.

Event description:
It was reported that one day post device replacement procedure, the right ventricular (rv) lead impedance was high. It was further reported that the impedance was high in bipolar configuration but was normal in tip to coil. The impedance configuration was changed from bipolar to tip to coil. The lead remains in use. No patient complications have been reported as a result of this event.